Event description:
It was reported that a piece of metal was lodged in the collet. Another device was retrieve to complete the procedure. This caused a 30 min delay, there was no pt injury or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and the evaluation found the two straight pins were missing from the drive shaft. This failure would cause the pin collet to not work correctly. The customer was given a replacement collet.